Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible brief intermittent oversensing-noise. No reprogramming suggestions were requested and the lead remains in use. No patient complications have been reported as a result of this event.